Event description:
During a follow-up, sensing anomaly was observed. Double sensing due to t- wave oversensing was suspected. Episode with strange signals was previously observed via review of egms. The device and lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.